Event description:
Boston scientific received information that this product was part of a system revision due to infection. During the explant procedure the physician experienced difficulty removing the lead and a portion of the lead was unable to be removed. Fluoroscopic image reveiled a portion of the lead was in the subclavicular area. Post explant, a cardiovascular surgeon attempted to remove and repair the vessel unsuccessfully. There were no additional adverse effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.